Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the device changeout procedure, the setscrew on the device did not move and was noted to be crooked. Another device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.